Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect platinum filter. G5) PMA/510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the physician was trying to deploy femoral celect platinum g34502 or g34505 (lot# unknown). The physician admits that as she was trying to join sheath handle together, she moved filter (turned it and brought it downwards). Hook ended up in vertebral vein. She was unable to snare. Patient outcome: the patient is okay and the physicians will probably not attempt another retrieval as patient is terminally ill. No further action needed.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter was pulled a little, when placed from femoral approach. The filter hook ended up in vertebral vein, thus unable to snare. Another retrieval not planned due to patient conditions. The filter is still in situ, the delivery system was not returned for investigation, and no imaging was obtained. Therefore, based on the information provided only it is suggested that the filter was slightly ¿turned and brought downwards¿, when connecting the introducer sheath to the femoral introducer for filter release. The instructions for use supplied with filters for femoral approach specify how to withdraw the introducer sheath and connect it to the handle of the femoral introducer and caution that attempting to retract the filter at this point of the deployment sequence could damage the secondary legs or the caval wall. There are adequate controls in place to ensure that the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot# number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 11jul2023: according to initial reporter there is no plan to retrieve filter as the patient is terminally ill..